Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter there was an inverted spline, and the guidewire became stuck in the catheter. During the procedure one of the splines became inverted and the physician was not able to recover the basket shape inside the patient. The catheter was withdrawn, and the spline was corrected, however, at that time they found they could no longer move the guidewire through the lumen of the catheter and that the guidewire had "become stuck during the case when searching for the right veins". No tissue was seen in the catheter or on the guidewire. The guidewire was replaced; however, they could not advance the new guidewire past the distal part of the catheter, so the entire catheter was replaced as well. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.